Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jul-2023 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that tower door 3 had a hardware failure. A field service engineer (fse) found that the latch assembly was not functioning properly during on-site inspection. While testing in hardware test application (hta), the latch produced multiple clicks, and faulty microswitches were identified. The fse replaced the latch assembly, powered the station back up, and confirmed that the hardware performed successfully. The fse tested all doors on the tower and verified all latches functionality to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported by the customer that when using the bd pyxis¿ medstation¿ es, tower door 3 hardware failed, clicked 3 times but would not open. The customer stated that this malfunction caused a delay in dispensing medication to patients. There were no adverse events or injuries reported based on this event.